Event description:
Report received from baxter (B)(4) that the uv spike was bent because of a misspike. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked at the fifth firing on the cystic artery fifth. The surgeon inserted another device in another trocar and the device that was stuck released from the cystic artery. There was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The customer report of a bent spike was confirmed during evaluation. The root cause was undetermined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.